Manufacturer narrative:
Ris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse replaced tubing at fitting on the probe bypass valve (pbv) to resolve the failures. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were qc and focus failures on the iq 200 system since lamina replacement the night before. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.